Event description:
A catheter break was reported. It was noted distal segment catheter break was found "incidentally" on x-ray, cause of break was unknown. It was also noted there was no change in therapeutic relief, no patient symptoms or injuries related to event. It is unclear if all or part of catheter was replaced, it was noted that the catheter was discarded by customer, not to be returned. At the time of this report patient outcome was reported as alive, no injury, no adverse event. The device system was used to infuse baclofen. No further information was reported.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).